Event description:
It was reported that the catheter was revised for disconnection and occlusion which was identified on x-ray after the patient fell while playing baseball 2 weeks ago. When the catheter was disconnected from pump, the catheter was "capped/abandoned" and contained off-white fibrous material. The proximal section of catheter was removed and replaced. The patient experienced symptoms of withdrawal. The patient's mom had given the patient oral baclofen 10mg every 4 hours via g-tube to address his withdrawal symptoms. The patient did not respond to the increased doses and as a result experienced increased tone. The drug delivered via pump was gablofen. The patient's status at the time of report was noted as alive with no injury and no adverse event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, lot# n244286004, implanted: 2010-(B)(6), explanted: 2012-(B)(6), product type catheter. (B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Final analysis of the catheter (B)(4) revealed a catheter body user related hole, a possible poor connection to the pump causing a leak or detachment, and coring, tears or cuts in the seal of the sutureless connector. As received, foreign material was seen in the cup of the sc connector. This material dissolved during the decontamination process. There was also a bend where the sc connector meets the catheter body. Under microscope inspection, both retaining ring fingers were uneven on their bottom edges. Furthermore, the retaining ring fingers on the customer's sc connector did not extend out as far as the retaining ring fingers on a known good sc connector which indicated the nylon retaining ring had taken a 'set'. These anomalies all seemed to indicate there had been an uneven connection to the outlet port of the pump. Attempts to attach the returned sc connector to a pump in the lab resulted in an inadequate connection. Next, a deep, circular coring was seen in the bottom of the cup of the sc connector consistent with the inner diameter of the tip of the outlet port of the pump. Higher up on the wall of the cup of the sc connector, another tear was seen. Pressure testing in the lab showed the sc connector to be leaking, most likely due to the coring and tearing that was seen. Finally, 2 holes were noted in the area of the 54 cm marking. The holes were on opposite sides of the catheter from one another which indicated the holes were the result of a needle stick.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.